Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator had automatic mode switching episode noted on merlin.net transmission. Upon review, the device had possible far-field r-wave oversensing. No intervention was made. The asymptomatic patient would continue to be monitored.